Event description:
Information received from the field notes that the patient was admitted to the hospital with a heart rate of 38ppm. An interrogation in ddd revealed that the bipolar ventricu- lar impedance was > 1990 ohms. The pacemaker was reprogram- maker and lead were subsequently replaced.~~~~